Event description:
Patient was revised to address hip pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
After further review it was discovered that this is a duplicate of mfg. Report # 1818910-2011-23425.depuy considers this closed with no additional investigation required.